Event description:
A report was received that the patient underwent an explant due to burning sensation at the ipg site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description:linear 3-6 lead, 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.